Event description:
It was reported the care home, where the patient had been admitted, contacted the hospital due to bradycardia. EKG showed no pacing spikes, no telemetry at patient's intrinsic rhythm of 40 bpm. No output was also reported. The device was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: (B) (4) battery depletion-normal.